Event description:
A surgeon reported that during the creation of the flap, he noted a gas breakthrough on a patient's right eye. The flap was completed; however, the surgeon decided not to proceed with the lasik treatment and applied a bandage contact lens. The left eye was treated with no complications. Additional information was received from the surgeon, who indicated at the patient's postoperative exams on (B)(6) 2013, he noted mild epithelial haze and the patient was doing well. He plans to wait two to three months for a possible photo refractive keratectomy (prk).

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).